Event description:
It was reported that post operation on (B)(6) 2024, the patient experienced severe hypotension. As a result, the patient was hospitalized, tests were run and it was determined that the hypotension had resolved on it's own. Patient had been discharged from the hospital.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.